Manufacturer narrative:
The insulin pump was unable to prime during the prime test and compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 260 mg/dl at the time of incident. The customer stated that they were able to correct the blood glucose by bolus prior to alarm. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.